Event description:
The customer reported tht syringe pump alarmed for ¿disconnect¿ and then shut down pc unit and dilaudid pca. Versed infusing at 0.45 mg/kg/hr (6.84 ml/hr). No patient harm reported. Tech cad rep onsite; determined the pca module had a corroded iui connector. The connector was replaced and the device placed back into service. The customer declined a failure investigation by customer advocacy.

Manufacturer narrative:
No product will be returned per customer. A technical representative from carefusion customer advocacy was onsite, evaluated the devices and determined the pca had a corroded iui connector. The iui connector was replaced and the device was placed back into service. The customer declined further investigation by customer advocacy.